Event description:
This unsolicited device case from united states received on (B)(6) 2013 from a non-healthcare professional. This case concerns a pt (demographics unspecified) who expired after grafting with epicel cultured epidermal autografts (epicel). No past drugs, medical history, concurrent conditions or concomitant medications were reported. On (B)(6) 2012, the pt was grafted with epicel cultured epidermal autografts (batch/lot number (B)(4) and expiration date unknown) on an unspecified location for thermal burn. On (B)(6) 2013 (51 days following grafting with epicel cultured epidermal autograft), the pt expired due to an unreported cause. Corrective treatment: unknown. Outcome: fatal. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) and conclusion was pending for the same.